Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that that device did not scopy. Upon functional testing fse found that the occurrence coincided with a power cut. The cause of the reported issue could not be determined. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not produce x-rays. The issue was found during clinical use. No harm has been reported to philips. The patient's examination was postponed. Philips has started an investigation of this complaint.